Manufacturer narrative:
G4:02mar2021. B4:07mar2021. H11:g5:k102985. H10: a good faith efforts was made to obtain information regarding device evaluation, and the customer stated that replacement of the flow sensor resolved the issue. The device passed testing and was returned to service. A similar evaluation was performed for the faulty flow sensor assembly. The root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 08feb2021.

Event description:
It was reported to philips that the rate and the minute volume was not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed went to normal ventilation and the unit was not producing any pressure. The biomed stated the circuit was swapped, performed testing, and found that the flow testing was set to 10 and delivered 230 lpm. The rse advised the customer to replace the flow sensor assembly.